Event description:
A customer reported that on (B)(6) 2012 erroneous, low phosphorus (phosm) results were generated on a unicel dxc 800 synchron system for two patient samples. Beckman coulter inc. Assessment of customer supplied data revealed that the original phosm patient results were suppressed results with "out of instrument range low" flags. Both initial results were reported outside of the laboratory as "less than 0.5." Upon repeat on a different instrument, numeric values were generated for both patients that were regarded as valid. The customer also provided two animal results in supplied data. Beckman coulter inc. Labeling states that the intended use of the analyte is for human serum, plasma or urine samples, and hence the animal results were not included as part of this event. The initial erroneous phosm results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The instrument phosphorus quality control (qc) results prior to the event recovered within the customer's established specifications. The samples were serum samples. 7. Sample collection/handling information or additional system information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The fse found that the stirrer motor was noisy and upgraded it to the new brushless motor which resolved the issue. Upon completion of necessary repairs, the instrument was returned into service.